Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose, with a reported value of 181 mg/dl that decreased to 170 mg/dl during the call, after consuming only coffee and no food, and inquired whether caffeine could elevate glucose. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and successful troubleshooting and education by advising the user to follow healthcare provider and dosing guidance for meal announcements. Investigation included complaint handling with user interview and review of use conditions. Investigation of this case revealed no device malfunction or component issue and suggested that caffeine intake was a plausible contributor to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive, with user-specific factors such as caffeine consumption likely contributing.